Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip with a cracked and bleeding lcd glass. No crack was noted on display window.

Event description:
The customer's spouse called and reported that the customer fell on the insulin pump while customer was on ice and the lcd screen became cracked. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.